Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 99 mg/dl, 400 mg/dl and 284 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that he is out of the strips used and so no product will be returned for evaluation.